Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at 03:00am, the cgm reading was 60 mg/dl, and the blood glucose reading was 160 mg/dl. The patient did not experience any symptoms and went back to sleep. When she woke up that same morning the patient experienced feeling lightheaded, shaky and sweaty. The cgm reading was still 60 mg/dl, but no fingerstick was taken. The patient went to the urgent care and when a fingerstick was taken the cgm reading was 40 mg/dl, and the blood glucose reading was 47 mg/dl. The patient was treated with intravenous fluids and saline, 6 orange juices, and 2 glucose gel. After treatment the cgm reading was 40 mg/dl, and the blood glucose reading was 100 mg/dl. No further treatment was reported to be needed and the patient was discharged on the same day as the day of the event. At that time the cgm reading was 80 mg/dl, and the blood glucose reading was 130 mg/dl. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the a and b zone of the parkes error grid. No additional patient or event information is available.